Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.19¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument's clamp arm was found to have teflon damage. Material appears to be missing, measuring roughly 0.014" x 0.017".

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the tip of the harmonic ace was broken. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the tip of harmonic ace was fractured. It was confirmed that there was no fragment breakage inside the patient due to the issue.